Event description:
Screws that had not been exposed to the gamma irradiation process were implanted into the patient on (B)(6) 2014. There were no reported adverse events with this patient.

Manufacturer narrative:
There have been no reports of any injury to the patient caused by the implantation of these devices.